Event description:
It was reported that during a regular follow-up a high energy consumption was noted. No adverse patient events were reported. Device currently remains implanted. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device as well as the returned device data. The manufacturing process for this device was reviewed and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. In particular, the final acceptance test proved the device functions to be as specified. The returned device data was thoroughly analyzed. Analysis revealed an elevated current consumption, triggering - by design - a warning message to alert the user. The root cause of the elevated current consumption is not determinable based on the data, however, a defective component cannot be excluded. Biotronik has informed the health care professional about this analysis result, who decides, based on the patients individual circumstances and medical judgment, if the device will be exchanged. Should further relevant information or the device itself become available, this investigation will be updated and you will be informed accordingly.